Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing across the lung in a lap vats (video assisted thoracic surgery) wedge resection, the surgeon had fired the device twice without issue but on the third firing, the device would not close so it would not fire. The surgeon also was not able to press the green button and was not able to squeeze the handle. The surgeon used another device to complete the surgery. There was no patient injury.